Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made. No further issues were reported.